Manufacturer narrative:
Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 146 mg/dl at the time of incident. Customer stated that the insulin pump center button was sticking and unresponsive. No significant events leading to keypad anomaly were observed. Customer reported that battery replacement did not resolve the keypad anomaly and the buttons were still unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.